Event description:
Note: event date is not known. It was reported to boston scientific corp that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used during a dilatation of the esophagus procedure. According to the complainant, during the procedure, it was noticed that the tip of the device was cracked. No other damages were noted on the device or package. The procedure was completed with this device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. Although the suspect device has been rec'd, the eval has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).